Manufacturer narrative:
(B)(4). Batch # p93a13. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the doctor attempted several times to seal a bleeding vessel using the advanced hemostasis button. The bleeder was eventually controlled and hemostasis was achieved but the tissue pad melted off the clamp arm and fell into the patient. The tissue pad was retrieved. The procedure was completed using the same device. There were no patient consequences reported.